Event description:
It was reported by the father of patient (B)(6) that the patient had a big seizure lasting longer than 20 minutes and was admitted to the hospital. When the patient swiped their magnet the seizure did not stop. The father states that the device was implanted in 2016 and he believes the device could be dead, but it has not been confirmed. The patient had been seizure free since it was implanted. It was then reported that the physician on call checked the patient's device and it was functioning properly. It was then reported that the device was checked by the neurologist who confirmed proper magnet and device functionality. The patient later had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The facility has responded that the explanted device has been discarded. No other relevant information has been received to date.